Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event but not confirmed. Lead provocation testing was performed and the noise and oversensing were reproducible. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.